Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated two target lesions. Target lesion one was a de novo, moderately tortuous, 1st obtuse marginal lesion measuring 2.5x11mm with 90% stenosis. Target lesion one was treated with predilation, placement of a 2.25x12mm taxus liberte stent resulting in 0% residual stenosis. Target lesion two was a de novo, mid rca (right coronary artery) lesion measuring 3.5x11mm with 75% stenosis. Target lesion two was treated with direct stenting using a 3.5x12mm taxus liberte stent resulting in 0% residual stenosis. Moderate balloon withdrawal resistance was reported for the 3.5x12mm taxus liberte stent delivery balloon and was resolved without treatment by pulling harder. No patient complications were reported.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.